Event description:
This spontaneous report was received on (B)(6) 2013 from a parent reporting for kids (age and gender of consumer unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number 21010sg, frequency and expiration date unspecified). After an unspecified duration, the toothbrush snapped in half with use. It was also reported that the toothbrush was flexible and completely broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This report is for the first toothbrush of the three toothbrushes. This report has MFR # 2214133-2013-00014 and the other two reports will have MFR # 2214133-2013-00012 and 2214133-2013-00022 respectively. The date of this submission is 12-feb-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a parent reporting for kids (age and gender of consumer unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number 21010sg, frequency and expiration date unspecified). After an unspecified duration, the toothbrush snapped in half with use. It was also reported that the toothbrush was flexible and completely broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Three broken toothbrushes out of about five purchased by the consumer were returned. The lot number for the first toothbrush was 21010sg m3. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: one toothbrush lot 21010sg m3 was received. The returned toothbrush lot had been manufactured according to the specification. Retain sample was evaluated and met specification. Based upon an acceptable document review, acceptable retain evaluation, and no adverse trends a root cause could not be determined for this complaint. The returned sample was broken however; the breakage looked to have occurred while the caller was removing the brush from the package. Although this complaint was confirmed due to the returned sample, the disposition of this complaint could not be confirmed as it could not be attributed to a manufacturing defect. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This report is for the first toothbrush of the three toothbrushes. This report has MFR # 2214133-2013-00014 and the other two reports have MFR # 2214133-2013-00012 ((B)(4)) and 2214133-2013-00022 ((B)(4)) respectively. (B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a parent reporting for kids (age and gender of consumer unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number 21010sg, frequency and expiration date unspecified). After an unspecified duration, the toothbrush snapped in half with use. It was also reported that the toothbrush was flexible and completely broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Three broken toothbrushes out of about five purchased by the consumer were returned. The lot number for the first toothbrush was 21010sg m3. This report remains a reportable malfunction case in the united states.